Event description:
A power-on-reset (por) condition was reported and the patient was unable to adjust stimulation. The por was cleared and the issue was resolved. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565, lot# v463337012, implanted: (B)(6) 2010, explanted: unk. Programmer: model 37743, serial# (B)(4).